Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the surgeon had noticed sub surface nano glistening's (ssngs) and the scheduled procedure completed the same day. In the surgeon¿s opinion, iol material caused or contributed to the event. Patient issues was not yet resolved because visible ssngs will likely be permanent, though patient asymptomatic. In surgeon¿s prognosis condition was excellent from a symptom standpoint.